Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 107: multiple abnormal shutdowns, service code 204: belt/monitor unusable, belt communication problems, false asystole events) has been confirmed. Upon investigation the belt failed a detect and treat test. The cause for the failure was isolated to that the trunk cable connector j702 on the distribution node pca had corrosion, causing the service codes, the communication issues and the asystole events. The root cause for the corroded connector was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's belt displayed service code 204 (belt/monitor unusable), service code 107: multiple abnormal shutdowns, belt communication issues, and false asystole events.